Manufacturer narrative:
It was clarified that the questionable folate iii results were reported outside of the laboratory. The initial folate iii results were corrected when the sample was repeated on (B)(6) 2019.

Manufacturer narrative:
The field service engineer reviewed the cumulative operations report and replaced the measuring cells as a preventative measure. The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys vitamin d total ii (vitamin d ii) between 2 cobas e 801 modules: (B)(4) (module a) and (B)(4) (module b). The sample was tested multiple times with varying results: the initial result from module a was 250 nmol/l with a data flag. The sample was repeated a result of 124 nmol/l. The sample was then run with a x2 dilution and the result was 72.8 nmol/l. The sample was repeated on module b with a result of 52.9 nmol/l. On (B)(6) 2019 the sample was repeated on module a with a result of 250 nmol/l with a data flag. The sample was also run with x2 dilution and the result was 76.3 nmol/l. On (B)(6) 2019 the sample was repeated on module b with a result of 50.7 nmol/l. During repeat testing, discrepant elecsys folate iii (folate iii) results were also identified for this patient sample. The initial folate iii result from module a was 19.6 nmol/l. On (B)(6) 2019 the sample was repeated and the folate iii result from module a was 9.69 nmol/l and the result from module b was 8.70 nmol/l. The questionable vitamin d ii results were not reported outside of the laboratory. It is not known if the questionable folate iii result was reported outside of the laboratory. The vitamin d ii reagent lot number was 42497800 with an expiration date of 31-aug-2020. The folate iii reagent lot number was 41438100 with an expiration date of 31-mar-2021.